Manufacturer narrative:
(B)(4). Concomitant medical products: 15-105052, m2a 1 pc shell 38mmx52mm, 761390. M2a 38mm mod hd std nk # item 11-173662 lot 953100. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09432 and 0001825034-2018-09431. Reported event was confirmed by review of revision op notes. Revision op notes dated were provided and identified patient was revised due to failed tha secondary to metal - metal disease with pain and elevated ions. There was a large bursa full of fluid. When this was incised, it was under pressure and approximately 40-50 ml of milky fluid expressed. Typical metal-metal disease look. There was noted to be severe abductor avulsion and necrosis involvement with pseudotumor infiltration. There were moderate corrosion changes about the head and neck junction. There was significant bone loss around the acetabulum. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately 12 years post initial surgery due to pain and metallosis. During the surgery, surgeon observed typical metal-metal disease look in fluid that was discovered when a large bursa was incised and it was also noted that there was severe abductor avulsion and necrosis involvement with pseudotumor infiltration. Head and cup were revised. Attempts have been made and additional information on the reported event is unavailable at this time.